Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676 serial/batch number (B)(6) was received for evaluation. Functional testing of the device, when introduced into a mating part encounters resistance and friction. The visual evaluation found many scratches lines at the distal and proximal most likely as a result of the contact with the ar-9597-20. The most cause of the reported failure is design issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/15/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled drive shaft has a burr on the shaft, causing it to get stuck in the ar-9597-20 sleeve. An ar-9625 hex driver is twisted. This occurred during use in a case with no patient effect.